Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, physician. Product ID: 37601, serial# unknown, implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Mfg site ID was updated to 3004209178.

Event description:
Additional information received reported the explant of the patient's implantable neurostimulator (ins) was due to normal battery depletion. The patient had their settings adjusted with their new ins and they were now fine.

Event description:
Additional information received reported the patient was due to go abroad for six months and it was anticipated the implantable neur ostimulator (ins) would have likely required replacement during that time so the ins was replaced in early february. No elective replacement indicator or end of service message was shown. The ins was no programmed in cycling mode. The cause of the decrease in therapeutic effect was not determined. Reprogramming was needed to increase the amplitude and pulse width. Impedances had been tested and compared to previous measurements. The patient had slightly improved therapy since they were reprogrammed, but they still had sub-optimal benefit.

Event description:
It was reported that since the patient¿s implantable neurostimulator (ins) was replaced due to normal battery depletion their symptom relief had diminished considerably. The patient stated their friends and relatives had also noticed a difference. The patient¿s healthcare professional (hcp) did an impedance check and all impedances were in range, except for one electrode that was not used. Electrodes 9 and 11 were measured to be 33 ohms. When the patient¿s ins was replaced, new groups were set up on the new ins, but the group a remained the same. The patient¿s previous ins had alternative groups available, but group a was consistently used. An x-ray was done and no lead movement was noted. The patient¿s settings were to be changed at their next appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.